Manufacturer narrative:
Product event summary: at analysis it was determined that the upper and lower cases, side bail covers and ring cover were broken, the battery contacts were compressed, the ring was missing and the serial number label was torn. All found defective parts were replaced.

Event description:
The external pulse generator was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.